Event description:
It was reported that during the use of the product, leakage of medical fluid was observed at the part where the extension was connected. The customer provided an invalid lot number in the MDR. No patient injury was reported.

Manufacturer narrative:
Results: pictures show a cassette product from p/n 21-7609-24 and a leak in female luer was observed in picture 3. Sample received: one (1) sample was received. The sample consist in one cassette product from part number 21-7609-24. Sample was received without original package. Functional testing: the sample was test for leak by passing water through it; leak was detected in the luer. The complaint is confirmed. Root cause. Equipment / fixture: inadequate dispenser used in the operation. Action taken. The following action was taken: change the type of solvent dispenser, because it was identified is not the appropriate for this assembly. Validation of the new solvent dispenser was completed by march 23,2021 under (B)(4). Since the reported batch number is invalid, we do not know if the actions were after the product was manufactured.